Event description:
It was reported that there was possible granuloma and inflammatory mass was suspected. Patient had a MRI on (B)(6) 2014 to rule out granuloma. The MRI was inconclusive and the catheter tip could not be observed. A CT scan would be performed, though the exact date for the CT scan was unknown. Patient had increase in generalized pain, and increased pain and contractures in bilateral legs over the last four weeks. The patient status at the time of this reported was noted as alive with no injury. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported all imaging studies were negative for a granuloma/inflammatory mass. The patient saw her primary care health care provider (hcp) who decreased one of her anti-dementia medications and her symptoms resolved. The patient had no other complaints as of the date of this additional information.

Event description:
Additional information received confirmed the patient was doing okay currently, their changes were attributed to the unrelated medication and following a decrease their symptoms resolved. They were reportedly receiving effective therapy.